Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one haptic torn off and missing. One other haptic was bent. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon injection, one of the haptics became caught in the injector and tore off. The incision was enlarged, and the lens was removed and replaced with a backup lens successfully. The patient's current prognosis is good. In the physician's opinion, loading error was the likely cause of the lens damage.